Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/04/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of the black box data found that the last basal and bolus were delivered on (B)(6) 2015, about four weeks before the complaint date. The basal and bolus deliveries added up correctly in the total daily delivery indicating that the pump was delivering accurately up to the last date used. Using the returned caps, the pump powered up and functioned properly. The pump¿s delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. A normal bolus and an audio bolus were delivered and recorded correctly. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient's blood glucose reading was as high as 500 mg/dl with unspecified level of ketones, headache and abdominal pain. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly resumed pump therapy after receiving a replacement pump with no recent adjustments to the pump setting. Reportedly, the pump had an inaccurate delivery issue with no additional detail provided regarding the delivery issue. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.